Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 4365527."

Event description:
Related manufacturer reference number: 1627487-2023-01401. It was reported the patient experienced ineffective therapy and did not recharge the ipg as recommended. In turn, the ipg became inoperable, and patient lost therapy. Surgical intervention took place wherein the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.